Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive and could not be unlocked, displaying bg charts instead of registering unlock attempts; video confirmed errant touch responses, and visual inspection showed a vertical crack in the screen consistent with a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a stress-related fracture of the touchscreen that impaired touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.